Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on second day of insertion i.e.,(B)(6) 2024. The blockage was in the tubing. Insertion site was at thigh. Blood glucose levels were reported to be 370 mg/dl during the event. Patient took insulin pen to address the event. No further information available.